Manufacturer narrative:
The product family for this women's healthcare product is unk; therefore, we are unable to determine the associated labeling and (B)(4) to review. If add'l info is rec'd a f/u report will be submitted. "Lawyer-filed report - (B)(6)."

Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant severe and permanent physical pain, suffering, disability, physical impairment, sustained permanent injury, and has undergone medical treatment.